Event description:
It was reported that the patient had fallen on the device site in the past and "broken an electrode." It was also noted that the patient had some extra "lumpiness" at the implanted device site. The patient had been doing some pool exercises and wondering if this could be the cause. Additional information was requested.

Manufacturer narrative:
(B) (4).